Event description:
Customer reporting the pt presented to dialysis weighing 24.8 kg, which is 1.8 kg above the pt's estimated dry weight. Machine was set to a target weight loss of 2.0 kg. About 2 hrs into treatment, the pt complained of not feeling well and received 150cc of saline. Thirty minutes later, the pt vomited and another 100cc of saline was administered. Blood flow rate was reduced to 150ml/min, and the ufr reduced to a rate of 0.2 kg/hr and remained there for the rest of the treatment. When treatment time was complete, pt's blood was returned. No further nursing or medical intervention was required. Pt came off dialysis at 23.5 kg, 0.5 kg above the dry weight. Machine uf error was calculated to be 0.25 kg excessive fluid removed. The pt was discharged stable to home. The pt returned for the next regularly scheduled treatment in may. The pt's medical history was not provided.